Event description:
Received information stating customer received an altitude alarm after the pump was splashed with water. There was no reported impact to customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information becomes available, a follow up report will be submitted.